Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory involved with this complaint and completed the evaluation. Failure analysis investigations neither confirmed nor replicated the reported issue of the tip cover becoming detached and falling into the patient. The tip cover was installed on an in-house monopolar curved scissors (mcs) instrument without issue using a tip cover tool. The tip cover was not loose nor did it move while attached on the tube extension of the mcs instrument. The tip cover tool properly removed the tip cover without issues and the tip cover did not fall off during in-house testing. The tip cover accessory was found to have a gouge mark on the body of the accessory. No material was missing and the gouge mark was not axially aligned with the tip cover. The gouge measured 0.08 in length and no thermal damage was present, indicating that the gouge was mechanically induced. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the monopolar curved scissors (mcs) instrument was used for a surgical task with no functional issue reported. The mcs instrument was removed from the universal side manipulator (usm) arm and inspection found that the mcs tip cover accessory got detached and fell inside the patient's body. The entire mcs tip cover accessory was retrieved during the same surgical procedure. The user continued with the procedure with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site conducted an inspection of the instruments and accessories and found no abnormalities. The user applied carbotect (non-stick agent) on the tip of the mcs instrument jaw (prior to use) and then installed the mcs tip cover accessory using an installation tool. No over or under installation of the mcs tip cover accessory was noted. The mcs instrument was in use for approximately 4 hours. During removal of the mcs instrument, the instrument wrist was straightened and no resistance was observed. The entire mcs tip cover accessory was retrieved using a laparoscopic instrument. No additional testing and intervention required. Further inspection confirmed no damage on the mcs tip cover accessory, mcs instrument, or cannula. There was no issue with the mcs instrument therefore it is not returning for evaluation.